Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a recent follow up appointment that this device could not be interrogated but a magnet rate was found that was a solid tone. Boston scientific technical services (ts) stated that a solid tone means that therapy had been disabled. It was unclear by the call if the device had been changed out, or if the therapy had been intentionally turned off. Additional information was not available at this time, should any further information become available this event record will be updated. To date, no adverse patient effects have been reported.